Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reportedly, the issue persisted with stimulation on and off.

Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-04247. Related manufacturer reference number: 3006705815-2021-04248. It was reported that the patient experienced pain/burning sensation at the ipg site. Reportedly, the burning sensation radiates from lower back to legs. The sensation persisted with stimulation on. The ipg site was not warm to touch. Impedance check revealed low impedance on 2 contacts that were not used in the programs. In turn, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.